Manufacturer narrative:
Investigation/conclusion: the monitor associated with the complaint was returned for investigation. There were no failures of the monitor that were attributable to the alleged discrepant result. The retain strip testing on the returned monitor met both accuracy and strip repeatability criteria. A review of the manufacturer record for the lot did not uncover any non-conformances and the lot met release specification. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. The root cause could not be determined from the information provided by the customer. CAPA investigation ((B)(4)) has determined that certain relevant conditions can contribute to discrepant inr results. The patient was reported to have numerous medical conditions including acute renal failure, coagulation defects, bladder cancer, and prostate cancer. This CAPA has identified advanced stage cancer, and acute and chronic inflammatory conditions as medical conditions that may contribute to a discrepant inr result. A medical device correction letter ((B)(4)) has been sent to customers to inform them of these patient conditions. The curve associated with the patient's discrepant inr result could not be retrieved from the meter memory. Due to this, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified in (B)(4) as a contributing factor to a potential discrepant result. The root cause is unable to be determined in this case, because the impedance curve associated with the reported result was not found in the meter memory. The complaint was not confirmed; however, further investigation of discrepant low results associated with the inratio product is documented under (B)(4).

Event description:
On (B)(4) 2014, a patient self-tester notified alere (B)(4) that he had encountered a discrepancy between his inratio meter and a laboratory result and provided the following inr result information: (B)(6)2014: inratio inr=2.1 (B)(6)2014: laboratory inr=11.0 between (B)(6)2014 and (B)(6)2014, asd had multiple written and oral communications with the patient's family and his healthcare providers to obtain additional information. On (B)(6)2014, the patient's niece informed asd that the patient had died. She stated that his death was the result of his medical conditions and was not directly related to the inr result. On (B)(6) 2014, the patient's physician provided additional information to (B)(4). Based on further communications with the patient's physician and the medical records (B)(4) was able to obtain, asd learned that, on (B)(6) 2014, the patient presented at an outpatient clinic looking ill and complaining of weakness and anorexia. The patient was hospitalized, at which time a laboratory inr of 8.8 was reported. The patient was assessed with an altered mental status, acute kidney injury, transaminitis, hyperkalemia, and a supratherapeutic inr. Warfarin was withheld and the patient was given vitamin k. An MRI of the abdomen showed innumerable lesions throughout the hepatic parenchyma. By (B)(6) 2014 the patient's inr decreased below 2.0 (obtained using a laboratory inr method, as reported by the medical records) and no further laboratory inr tests were performed. The patient was found to have metastatic liver disease, opted for comfort measures, and died on (B)(6) 2014. (B)(4) was able to obtain the death certificate for this patient, which listed metastatic liver disease, acute kidney injury, and toxic/metabolic encephalopathy as the causes of death. (B)(4) is filing this case as a serious injury event because it cannot be ruled out that the alleged discrepant low result may have caused or contributed to an adverse event of a high inr, which required the administration of vitamin k.